Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: a review of the receiving inspection (ri) for x15 torque driver was conducted identifying that lot number gb116226 was released in a single batch. ¿ batch1: released on december 11, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: x15 torque driver was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that there is no visual damage noticed with the device received. The device shows normal surface wear consistent with the use which would not contribute to the complaint condition. Functional test: functional test was performed at fsl ups lyndhurst, nj site. During routine incoming inspection of a loaner set, it was observed that 288306100, torque handle, lot number gb116226 was found to be out of specification as per the drawing. The torque tested high. Documentation/ specification review: the following drawing(s) was reviewed. -mountaineer 3.0 nm torque driver x-15 no design issues or discrepancies were found during this investigation. Investigation conclusion the complaint condition was confirmed for the x15 torque driver. A definitive root cause for the reported problem cannot be determined based on the available information. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. There was no known patient or hospital involvement. This report is for one (1) x15 torque driver. This is report 1 of 1 for (B)(4).